Manufacturer narrative:
Baxter received and evaluated the device. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. A device history review revealed no issues that could have caused or contributed to the reported issue. The reported condition could not be verified as evaluation did not properly assess for the reported condition of failed to detect an upstream occlusion. The device is no longer in its received condition and the opportunity to test for upstream occlusion detection is lost. However, the evaluator found the ultrasonic sensor out of specification and determined that the ultrasonic sensor requires calibration. The device will pass all testing prior to return to the customer. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump did not detect an upstream occlusion. The problem was found during testing in the biomed service department. There was no patient involvement. No additional information is available.